Event description:
It was reported that the customer's insulin pump was stuck on high blood glucose alarm and was not able to clear with esc or act buttons. Customer stated the alarm did not clear and could not get in to any menus to give insulin. Customer's blood glucose was 162 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot and missing end cap sticker.